Event description:
Customer reported being hospitalized on (B)(6) 2014 for high blood glucose. His blood glucose was 440 mg/dl when admitted. He was experiencing nausea. He was treated with different types of insulin. Today, he called because his blood glucose was rising again. Customer's current blood glucose is 328 mg/dl. He treated with manual injections an hour ago. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer was advised to call back when she has tubing clamps to do the high pressure test. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. (B)(4).